Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer found sample probe was dripping while troubleshooting for primary vacuum level low errors as well as autoloader and ise/cups errors. Customer has an emergency chemical spill plan in place and has access to msds. Msds were not consulted in this case. There was no report of injury.

Manufacturer narrative:
Service visited the site and found the leak was from reagent probe. The field service engineer (fse) replaced the vacuum valve on it. There have been no further leaking complaints as of (B)(6) 2011.